Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads with the same lot number. It was reported the patient experienced a fall a few days after the implant which resulted in loss of stimulation. Reprogramming was unsuccessful as the patient received ineffective and positional stimulation. X-rays revealed both leads have migrated. Surgical intervention will be taken at a later date.